Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It was also reported that the patient had been connected during prime after cycling the power to clear the alarm, using the same supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. It also provides step-by-step instructions for when and how to connect to the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to verify that the patient line is properly primed and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in iipv. It also warns the user that connecting yourself before connect yourself appears can cause air to be delivered to your peritoneal cavity. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The caregiver had cycled the power on the homechoice to clear the alarm. The patient had remained connected to the supplies and was now in prime. The technical service representative advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.